Event description:
A pump alarm occurred during the loading process. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer planned to use multiple daily injections (mdi) as a backup therapy while a replacement pump was arranged by technical support. The customer was instructed to store the faulty pump properly and return it with a prepaid label.